Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to replace the abutment.

Event description:
Per the clinic, the patient developed an infection at the abutment side which was treated with oral and topical antibiotics and topical steroid. However, the issue did not resolve. Additional information has been requested but has not been made available as of the date of this report.